Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
Minor bleed/hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Major bleed/post-procedural adverse event: the cause of the post-procedural adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery post coronary angioplasty procedure in a 68 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The access was confirmed above bifurcation and below the epigastric artery. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. After transfer to the intensive care unit, a hematoma and oozing was observed at the right groin around the sheath. Manual pressure was applied for 10 minutes and the hematoma did not get any bigger. The patient was also on heparin and had received thrombolytics. On day 2 of support, the device was explanted with 2 precloses and 1 angioseal for closure. The day after explant, CT scan revealed a retroperitoneal bleed. The patient received an unknown amount of blood products, as well required pressors. Vascular injury and bleeding are known risks associated with impella cp as described in the instructions for use.